Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was promoted by stable angina. During the index procedure one resolute onyx rx coronary des was used to treat a lesion in the rca. Approximately eight months later the patient suffered a target vessel mi. The patient was treated with stent to rca. Patients medication was discontinued. The site assessed the event as not related to the device or to the antiplatelet medication. The sponsor assessed the event as not related to the antiplatelet medication and possibly related to the device. The patient recovered.